Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device {lvad). It was reported by the vad coordinator that the hospital staff interrogated the system controller and a red heart alarm occurred when the white cable was connected to the power module. The patient reported feeling funny immediately as if the pump had stopped. When the patient was switched back to battery power the pump functioned properly. The vad coordinator reported that she used an ungrounded cable to see the pump history, and there were no alarms while connected to the ungrounded patient cable. The history showed that there was pump stoppage when the patient was connected to the power module. The vad coordinator connected the patient to the power module again using a different patient cable and the same results with pump stoppage occurred when the white power cable was connected. A different power module and patient cable were then used and the same results occurred again. A new system controller was then used without resolution. The patient was put on battery power and an ungrounded cable was given to the patient to use at home. The patient reported he does not routinely connect to his power module at home and it had been at least a week since he had hooked it up. The manufacturer's technical service group performed an evaluation of the percutaneous lead with the phase interrupter and a fracture of the black wire was suspected. The red heart alarm events were not associated with patient movement during technical services' evaluation. The patient was connected to a standard patient cable, and the alarms were able to be resolved when repositioning the percutaneous lead near the clamshell repair. The distal end portion of the percutaneous lead was replaced by the manufacturer's technical service.

Manufacturer narrative:
Additional information was added, as pump was explanted and returned to manufacturer. Additional information was received from the vad coordinator that the patient received a heart transplant on (B)(6) 2014. The pump was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The pump was returned to the manufacturer assembled with the percutaneous lead (lead) cut approximately 11" from the pump housing, and the severed portion of the lead was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft, outflow graft bend relief, and outlet elbow were returned attached to the pump's outlet port. The sealed outflow graft bend relief collar was sutured in place over the outflow graft nut. Examination of the sealed outflow conduit did not reveal any evidence of depositions or thrombus formations. Visual examination of the pump's blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Approximately 10" of the distal end portion of the percutaneous lead that was replaced on (B)(6) 2014 was also returned and the evaluation confirmed compromised wires that would have potentially contributed to the reported alarms and pump stoppages. The lead was tested for electrical continuity in the condition that it was received and the black wire produced an open circuit. Examination of the lead revealed slight breakdown of the braided shield adjacent to the metal connector. Visual inspection of the lead confirmed that the black and brown wires were completely fractured and that the yellow wire was breached at the nipple housing of the metal connector. The black and brown wires redundantly support motor phase 2 and the yellow wire is one of the redundant wires supporting motor phase 1. The observed wire damage appeared to be the result of repetitive flexing and the remaining wires appeared unremarkable. If the exposed conductors of the black, brown, or yellow wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the reported alarms and pump stoppages. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact with each other or simultaneous contact with the braided shield on tethered support or battery power. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.